Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set connector needle. Reportedly, the customer had reused the infusion set tubing. There was no reported adverse impact to the customer's blood glucose level. The customer declined to further troubleshoot the issue to determine a possible cause of the issue.